Event description:
During exam and drainage, doctor noticed valve was loose. Patient indicated, valve had come off before and simply put it back on. Patient was under chemo and was very immunosuppressed. An infection had begun in patient's chest. It was responding to antibiotic irrigation. Doctor indicated immunosuppression most likely contributed to the infection.